Event description:
Upon cardiopulmonary bypass (cpb) initiation on a (B) (6) for surgical repair of total anomalous pulmonary venous return (tapvr), we were unable to achieve full calculated flows. The pt was cooled as per protocol for twenty minutes to dhca with minimal noted effects. After cpb was reinitiated following the repair, venous drainage was poor. Full flows were never achieved. Inadequate drainage led to plasmalyte being added to the circuit. Venous blood gases were compromised during the low flow situations. The venous cannula was repositioned several times with some improvement at different positions. The bypass was terminated as expected for this challenging defect. The venous cannula was removed from the pt as per protocol and I requested a saline flush on the line. The line would not drain into the pump as expected. We tried again to drain from the ambient air and it seemed to drain okay. As we were discussing the issue, the scrub nurse looked into the cannula and noted white particulate matter. Upon closer inspection, the doctor discovered and removed four white balls resembling injection mold discard or packaging material. A photo is available upon request. The foreign material was identified as a ceramic grid media used in a tumbling process during manufacturing. This process is done by the manufacturer's supplier. An air test is done following the tumbling and this product apparently made it through the quality assurance (qa) process in spite of the foreign material. A step has been added to the manufacturing process as a result of this information, which will involve inserting a straw or obturator to validate removal of all foreign material. The MFR said there have been no other reported incidents from other users of this product.